Event description:
The following has been reported: biomed reported: "I have a pump here to be sent out for repair. There was no patient harm involved." A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.